Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 35,296 joules during prostate vaporization. The procedure was completed with a second fiber. The pt outcome was reported as "fine".

Manufacturer narrative:
(B)(4).